Event description:
Voltage is too low for projected remaining capacity-implanted (B)(6) 2017. Boston scientific tech service dept contacted for battery analysis. "The device is exhibiting premature depletion. The device should be replaced and returned to st. Paul for detailed analysis. Therapy delivery is currently unaffected. The device should be replaced within 90 days."